Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The caller stated that the infusion set was changed every 3 days without a reservoir change. The user was advised to change the reservoir together with the infusion set. The insulin pump passed the fixed prime test, bolus test, and self tests during troubleshooting. The caller was advised that replacement supplies would be sent. The caller did not know the blood glucose reading. Nothing further reported.